Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was diagnosed with bacteremia and fungemia. The source of the bacteremia and fungemia is unknown. The patient later passed away in a manner unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.